Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a hysterectomy due to stress urinary incontinence, uterovaginal prolapse and hypermobile urethra. Following insertion, the patient experienced extrusion, urinary/bowel problems and recurrence. The patient underwent mesh revision on (B)(6) 2009 due to symptomatic rectocele. The patient underwent mesh revision on (B)(6) 2010 due to urethra obstruction from mesh, rectocele and stress urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.